Event description:
We have had several complaints of b.braun's introcan(12 reported) of the cap on the back end of the IV cath falling off during insertion. The failure allows the blood to surge out of the end of the device.there were no reported patient injuries.the cap I was referring to is the flash plug. It just isn't very secure. Sometimes the flash is enough to cause the plug to pop off.there were no reported patient injuries.regarding the specific lot #, I cannot confirm that all were from the same lot. It is my understanding that most, if not all were 18g, but the complaints came from different departments. The cap I was referring to is the flash plug. It just isn¿t very secure. Sometimes the flash is enough to cause the plug to pop off.health professional's impression:the clinical staff have noticed the caps on the back end of the device are slip tip and not attached very well.

Event description:
It was reported that the device was explanted after an implant duration of approximately 100.7 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event.

Manufacturer narrative:
Based on the operative report provided by the health-care provider, tee showed a large perivalvular leak in the mitral area with left sided heart failure. There was 4+ amount of insufficiency due to perivalvular leak in the mitral valve. There was no stenosis in the mitral valve. The mitral prosthesis was removed, annulus was debrided and at this time the inlet of the fistula was confirmed to be below the aortic annulus. The fistula track was opened and debrided. The tissue and the valve were sent for culture and sensitivity since the etiology of the fistula appeared to be endocarditis. It was also indicated that this event was not related to a device malfunction. The patient's mitral valve was replaced with an edwards bioprosthetic valve.